Event description:
A patient was having a MRI procedure being performed. Four medfusion 3500 syringe infusion pumps with pole clamps were attached to a pole which was located approximately 9 feet away. During the procedure, one of the pumps was drawn into the siemens avanto, 1.5t MRI machine. The pumps struck the patient in the head who required sutures.

Manufacturer narrative:
Device evaluation: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned, and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.